Event description:
Surgeon placed guide wire in patient and was drilling to the desired depth. The tip of drill broke off. Drill was removed. Fragment of drill was left in patient. Surgery was completed using an alternate pathway and screw.